Manufacturer narrative:
(B)(4). Method codes: actual device not evaluated discarded by hospital. Sample from same lot returned from consignment for investigation and analysis ongoing. Review of retained qc and mfg records carried out. Result code: no failure detected, review of qc and mfg records showed batch was manufactured to specification. Further results pending completion of eval. Conclusion: conclusion not yet available - eval in process. Vascutek will report results in next follow up report.

Manufacturer narrative:
Additional information: method: 2 devices from same lot tested. Method: graft porosity with citrated horse blood, testing carried out under pressure of 120mmhg. Method: sealant analysis of glycerol / gelatin ratio carried out. Result: two grafts from same lot were tested for porosity with citrated horse blood at 100mmhg - both grafts passed acceptance criteria. One minor leak occurred during initial pressurisation with a volume of 0.01ml in total - leak stopped almost immediately. Sealant analysis of gelatin /glycerol content showed both grafts were within expected levels. Conclusion: no failure or insufficiency was found with the two grafts tested from the same lot.

Event description:
This report is being submitted as a follow-up 1 for mfg. Report 9612515-2015-00019 to provide additional information .

Event description:
Pt was on veno-arterial (va) extracorporeal membrane oxygenation (ECMO) and had 8mm graft sutured onto her femoral artery and a cannula then placed into the graft. The graft became permeable and then oozed excessive amounts of blood. The pt was returned to theatre and the graft shortened but bleeding was still an issue not from graft but from the tissues in her groin.